Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the morning of (B)(6) 2019, the patient was sleeping when her blood glucose level got a little bit higher than normal. She woke up and noticed that the infusion set's tubing had detached at the site connector close to the site location. The infusion had been in use for two days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, the site location was patient's thigh and the pump was worn around her waist on the same side as the infusion set. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.